Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead was found to have damaged insulation and additionally the stylet failed to advance in the atrial lead. The atrial lead was not used and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported events of stylet could not be inserted, and insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. A visual examination of the lead found procedural damage to the insulation and an x-ray inspection found procedural damage to the inner coil at the distal region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection found no anomalies except for procedural damage.